Event description:
Patient reported "no adverse events against the device and wanted to know if their devices were affected by the recall." Additionally patient reported "device was "already opened in the body". Additionally healthcare professional reported "pain, swollen lymph nodes, deformation" and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturers device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage, observed an opening assessed as surgical damage and missing piece of shell assessed as inconclusive. Deformation: not observed. Capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Breast pain: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d3, d9, g1, h3, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "no adverse events against the device. And wanted to know, if their devices were affected by the recall". Additionally, patient reported, "device was already opened in the body". Additionally, healthcare professional reported, "pain, swollen lymph nodes, deformation". And capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturers device. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "no adverse events against the device. And wanted to know, if their devices were affected by the recall". Additionally, patient reported, "device was "already opened in the body", to an unknown side. The device has been explanted. This record relates to an unknown side.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "no adverse events against the device and wanted to know if their devices were affected by the recall." Additionally patient reported "device was "already opened in the body"". Additionally healthcare professional reported "pain, swollen lymph nodes, deformation" and capsular contracture baker grade iii. Physician later mentioned rupture. The device has been explanted and replaced with another manufacturers device. This record relates to the left side.